Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208719189, implanted: (B)(6) 2014, product type: lead. Product ID 309328, lot# 0208719189, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported return of incontinence due to a fall since (B)(6) 2015. The event was linked to the lead, specifically ¿an issue with plot 3.¿ no diagnostics/troubleshooting performed other than reprogramming which did not resolve the issue. The patient was alive without injury. Medical history included idiopathic functional incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved on (B)(6) 2016.

Event description:
Additional information received reported declining voiding status following a mechanical problem leading to breakage of contact 3. The neuromodulator was reprogrammed; however the event was not resolved. The event was assessed as non-serious, linked to the device and the electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.